Manufacturer narrative:
A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced extreme abdominal pain, scarring, adhesions, bowel obstruction . It was reported that the patient underwent previous hernia repair on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced adhesions, bowel obstruction. It was reported that the patient underwent previous mesh revision on (B)(6) 2015. Other procedures were captured in a separate file. No additional information was provided.